Event description:
A hospital in (B)(6) reported that they found leakage around the water feedset tube, just below the spike adaptor on two mr290 autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
Method: two complaint devices were received and performance tested to check for leaks. Results: on one of the complaint chambers testing revealed that there was leakage in the feedset tube, just below the waterbag spike, due to insufficient glue having been applied. No fault was found with the other chamber. A lot check revealed no other complaints for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Discarded by hospital.